Event description:
The night shift rn walked into room and smelled something burning. She unplugged the bili bassinet from the wall plug and found a burn mark on the red electrical outlet and also on the bili bassinet plug. The infant was immediately removed from the bili bassinet and the bed was moved to hallway.